Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No conclusion can be drawn as conclusive root cause info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.